Event description:
Customer reported that they are using the aligners as prescribed and developed pain in the lower right tooth which turned into an infection/abscess. It was also reported that the customer had to go to see dds who advised them to stop using the aligners and referred them to an endodontist for rct who also advised to stop using the aligners. No additional information was reported.

Manufacturer narrative:
Since this event resulted in a reportable malfunction, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.